Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during patient infusion. The device had been filled with 3514mg fluorouracil in 0.9% sodium chloride. The device was reported to have been primed prior to connection and flowed during priming; however, the device was left connected for an extra 24 hours to complete infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from december 18, 2019 - december 19, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.